Manufacturer narrative:
H10 b5, h3, h6: the reported 5.5mm healicoil rg sa anchor system, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal threads of the anchor have broken off and were not returned. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force applied during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy using a healicoil, the anchor suffered a breakage when turning after insertion, all the pieces were removed. No further complications reported.

Event description:
It was reported that during an arthroscopy using a healicoil, the anchor suffered a breakage when turning after insertion. It is unknown if all the pieces were extracted as it was reported that the procedure was completed with the same device. No further complications reported.